Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during a pediatric cystoscopy procedure, the device alarmed at 44 degrees and was turned off as a result. The patient, under 1 year old, already had burns on her hip, arm,and forearm, only on one side, at an area that they believe that rested on the drying of the blanket. During the procedure, the patient's temperature was 35.1 degrees celsius so it was stated that there had been an overheating of the device until the alarm went off. The blanket was wet with distilled cystoscopy water as it was placed under the patient. Additional information was requested regarding intervention and outcome.

Manufacturer narrative:
The reported level 1® snuggle warm large pediatric underbody blanket was returned for investigation; the blanket was received with an additional level 1® snuggle warm blanket. Visual inspection of the returned device found no defects; however, biological contamination was found. During functional testing, the device was connected to a blower and the temperature of the blanket where the patient was reportedly injured was measured; the temperature was found to be within specification. No faults were found with the returned device and the device was found to function as intended. (B)(4).

Manufacturer narrative:
(B)(4).